Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 2.25x28mm taxus liberte coronary drug-eluting stent system, the physician observed the stent struts were stretched. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was observed. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After unpacking the 2.25x28mm taxus liberte coronary drug-eluting stent system, the physician observed the stent struts were stretched. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).